Event description:
It was reported that during a training/demo of the da vinci system, the 0-degree endoscope plus had a bent tip and a cracked lens. There was no report of patient involvement.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the 0-degree endoscope plus to perform failure analysis. The endoscope was analyzed and found to have mechanical damage to its distal tip. Additional observation not reported by site: the endoscope was visually inspected, and damage was found at the distal end. The distal window located at the distal tip was visually inspected and found to have a broken or detached piece in a location that could fall into the patient. The endoscope was visually inspected and found with cosmetic damage. During inspection of the endoscope cable integrated connector, the cable integrated connector housing exhibited discoloration. Visual inspection confirmed. The endoscope cable integrated connector was visually inspected and found with mechanical damage. The cable integrated connector paddleboard exhibited mechanical damages such as scratch marks, indentations or broken or missing pieces located at cable proximal end. The endoscope was tested and placed on in-house system or equivalent for functional testing and failed to provide a video due to an electrical or communication failure. The in-house system or equivalent failed to communicate with the endoscope, resulting in an error message, "check endoscope cable connection/endoscope self - test failed". The endoscope was tested and placed on in-house system or equivalent for functional testing and failed to provide a video due to an electrical or communication failure. The endoscope was plugged on in-house system or equivalent and provided color bars in both eyes. The endoscope was placed on an in-house diagnostic tester or equivalent and found with local button controls not working properly. The endoscope failed the button functionality test due to all button exhibiting not working when activated. The endoscope was tested and placed on an in-house system or equivalent for camera cables due to an electrical failure on the endoscope cable. Additional information provided by advance failure analysis: the endoscope was disassembled and the camera module was visually inspected and placed on an internal tester and failed. The camera module failed no image test. The complaint was confirmed by failure analysis. The probable root cause is attributed to damage during use or improper handling, which may include accidental drops of the endoscope or inadvertent collisions with hard surfaces.